Event description:
It was reported that the customer experienced multiple instances of high blood glucose levels from (B)(6) 2025, to (B)(6) 2025. The customer's blood glucose level was displayed as "high"; although specific value was not provided. Cause was not known. To address the issue, the customer administered a correction bolus via the pump. Customer received extra assistance and was agreeable to the plan put in place.